Event description:
The customer reported the system displayed an overload fault error message. This error message will likely result in an uncommanded system shut down. There is no report of pt injury.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The snubber circuit board and x-ray tube were replaced. The system was then found to be operating as intended.